Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), a 4.00 x 48 synergy drug eluting stent (des) was advanced to the target lesion and deployed. It was noted that the stent deployed safely. However, while removing the delivery system, a shaft break occurred. It was noted that the wire snapped from the stent on retraction, after deployment. The procedure was completed using an alternative method or device. No patient complications resulted in relation to this event.